Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer found that tower door 1 and door 2 were intermittently failing. The fse tightened the latch harnesses, after which both doors functioned properly. The doors were then tested in diagnostics and by the customer. All tests passed in the hardware testing application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, tower door 2 failed to open. The customer stated that technician was able to hear ticking noise when they tried to open the door. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.